Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair with complaint that air in line detector was triggering alarm. No applicable events were logged in event history. No applicable service history was found. Performed visual inspection and functional testing. Probable cause was determined to be a defective air detector. Replaced defective air detector. Replaced downstream occlusion (dso) seal as preventative maintenance. Confirmed repairs with visual inspection and functional testing.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarms air in line. Per reporter, turned off and back on and it still alarms. Tried performing preventative maintenance on multiple sets and it still alarms. Per reporter, this is a brand-new device.